Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Per medical events group (meg) review, the diagnosis was inconsistent with the treatment provided.

Event description:
Customer's father reported that his son was receiving a high reading on his adc blood glucose meter, which was lower than he felt. The caller further reported that his son subsequently experienced vomiting, diarrhea, sweating, freezing, weak, and lost consciousness. The customer was seen by the doctor and diagnosed with severe hypoglycemia. The customer was treated with insulin via intravenously. The caller was not sure if the customer self-treated with food or drinks. There was no report of death or permanent injury associated with this event.